Manufacturer narrative:
Additional information has been received regarding battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a replace battery now alarm and the insulin pump did not turn on after changing the battery. The customer's blood glucose value at the time of the event was 387 mg/dl. The customer was treated for hyperglycemia with manual injection. The event involved product mmt-1880. Troubleshooting was performed, the battery and display were checked, the correct battery cap and type were confirmed, and the customer was advised to monitor the product; the display returned after a pump restart, but the customer declined further troubleshooting. No further patient complications were reported. No product return is required for mmt-1880.